Manufacturer narrative:
Follow up attempts resulted in no additional information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, it is unknown what led to the malfunction. A definitive root cause cannot be identified, however, it is presumed that the foreign material, which was bigger than the inner diameter of the air/water nozzle, entered inside the air/water channel, which resulted in clogging. The cause of entering of the foreign material was unable to be specified since detailed information of handling was unavailable. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for preliminary evaluation and inspection, and the customer's reported problem of zooming issues has been confirmed due to a damaged charge-coupled device. The presence of foreign material in the nozzle, also causing clogs, was also confirmed. In addition, the endoscope connector¿s mouthpiece was found to be loose and the insertion¿s section¿s angle wires elongated, causing angulation issues. Wear and tear were found on the a-rubber adhesive, plastic distal end cover, and connecting tube. This investigation is ongoing and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report a repair request for focus and/or zooming issues with a evis lusera colonovideoscope. During preliminary evaluation and inspection of the returned subject device, foreign material was found in the nozzle. This MDR is being submitted due to the foreign material found during evaluation and inspection. No patient or user harm has been reported.